Event description:
Reference number (B)(4). Event occurred in united states it was reported that, the patient encountered infusion set blockage event on 01-may-2025. The blockage was at the site. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005976, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005976 was manufactured according to the work instruction (wi) version 96 and manufactured in the machine multivac 14 on 09/mar/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4b05724 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 08/mar/2024, with a total of (B)(4) units. The lot 4b05725 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 09/mar/2024, with a total of (B)(4) units. The lot 4c01186 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 07/mar/2024, with a total of (B)(4) units. The lot 4c01187 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 06/mar/2024, with a total of (B)(4) units. The lot 4c00350 was manufactured according to the (wi) version 37 and manufactured in the machine mp03 on 10/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.